Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, it was confirmed that the pump touch screen was responsive. Additionally, it was reported that the pump touch screen would intermittently time out faster than expected. Reportedly, the customer's timeout setting was set to 30 seconds. Tandem technical support informed the customer that the timeout setting on the unlock screen is 10 seconds and that the pump would automatically time out if the screen was touched 3 times in a non-interactive area. The customer acknowledged; however, the customer was unsure if this was the issue. The customer would continue to use the pump for insulin therapy. The customer's blood glucose level was not impacted.